Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating antibiotherapy was administered and surgery programmed for explantation. The issue was related to the device/therapy as well as related to the implant procedure. The infection was clarified to be an electrode infection. The issue was resolved without sequelae on (B)(6) 2020

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4) ; product ID: 3389-40, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(4), ubd: 28-jan-2023, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(4), ubd: 21-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was explanted due to infection. The system will be re-implanted at a later date.